Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as occurring during ¿dianeal exchange¿. On an unreported date, the patient was hospitalized for the peritonitis event. The patient was treated with an unspecified anti-inflammatory drug. On an unreported date, dianeal therapy was withdrawn. At the time of this report the patient was not recovered from this peritonitis event and remained hospitalized. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.